Manufacturer narrative:
(B)(4). The rt319 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt319 adult breathing circuit is currently en-route to fph in (B)(4) for evaluation, to determine if it had a malfunction which might have caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (fph) representative that an rt319 adult breathing circuit 'did not pass the functions test'. This was discovered before patient use.

Manufacturer narrative:
The rt319 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt319 adult breathing circuit was returned to fph in (B)(4) for evaluation where it was visually inspected. Results: visual inspection revealed no damage or occlusions to any part of the breathing circuit. Conclusion: we were unable to determine what may have caused the event caused by the customer, as no fault was found with the returned breathing circuit based on the investigation conducted. All breathing circuits are visually inspected before leaving the production line. The user instructions accompanied by the rt319 adult breathing circuit state: before connecting to patient, ensure that flow and pressure testing applicable to the ventilator has been completed. Set appropriate ventilator alarms.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare (fph) representative that an rt319 adult breathing circuit 'did not pass the functions test'. This was discovered before patient use.